Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a filterwire ez fracture occurred. The target lesion was located in the left anterior descending artery. A 190 cm filterwire ez was used for angioplasty. During introduction, it was noted that the device was fractured in the distal portion which further prevented proper manipulation of the device. There were no patient complications reported and the patient's condition was stable.